Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had unexplained high blood glucose levels. The customer woke up with a high blood glucose level of 298 mg/dl. The customer did not have insulin in the insulin pump because she had no supplies left. Her current blood glucose level was 434 mg/dl. She did not have high blood glucose symptoms and treated by bolusing using the insulin pump. The customer was too tired to continue troubleshooting and mentioned she will call back the next day to continue high blood glucose and blood at site troubleshooting. The device was not returned.